Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was leakage of trocars. Bm53, usage co2 636 liter. Only the 12 mm trocars had leakage, no leakage on the 5 mm trocar. Stickers on the trocars, gauze around the trocars, rotation of the trocars: all had little effect, leakage still continued. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Scraper damaged the analysis results found that the device (a) was returned gauze around the universal seal assembly and the sleeve. Once the gauze was removed from the device, it was functionally leak tested and passed. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was returned gauze around the universal seal assembly and the sleeve. Once the gauze was removed from the device, it was functionally leak tested and passed. No conclusion could be reached as to what may have caused the reported incident. In addition, the scraper was found to be torn. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.